Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828816) was implanted due to inph (idiopathic normal pressure hydrocephalus) via v-p (ventriculoperitoneal) shunt on (B)(6) 2021 with setting 4. On (B)(6) 2022, it was found that the patient had csf retention and was hospitalized. On (B)(6) 2022, all shunt systems were removed, leaving only the ventricular catheter in the patient's body. A damaged on the silicon housing was observed. It is unknown how the csf retention was discovered. The valve was not replaced and the patient is in follow up.

Manufacturer narrative:
The certas valve (ID 828816) was returned for evaluation. Device history record (DHR) - no anomalies. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected; damage silicone housing around the siphon guard was noted. The valve was hydrated. The catheter was irrigated no occlusions noted. The valve was leak and leaked from the damaged silicone housing. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The root cause for the cut/tear in the silicone housing is probable due to a sharp or pointed object coming into contact with the silicone housing, as noted in the IFU, silicone has a low cut/tear resistance. The root cause for the marks in the siphon guard and the connector are probably due to a sharp or pointed object coming into contact with the siphon guard and connector. The possible root cause for the issue reported by the customer, could be due the cut/tear in the silicone housing.